Manufacturer narrative:
Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that vessel perforation occurred. On (B)(6) 2012, the patient presented due to stable angina and was referred for cardiac catheterization. Subsequently, coronary angiography and index procedure was performed. The target lesion was a de novo lesion located in the right posterior descending artery (r-pda) with 70% stenosis and was 7mm long with a reference vessel diameter of 2.5 mm. An unspecified size choice extra support guide wire was advanced to the lesion and vessel perforation was noted. The lesion was then treated with direct stent placement using a 2.50 mm x 12 mm ion stent. Following dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and clopidogrel